Event description:
The event is reported as: the biomed tech states that the heater was not working although the therapist states that it appeared to be working. Because no humidity was being delivered to the pt, pulmonary secretions thickened to such a point that the airway became plugged. Pt was coded and successfully resuscitated.

Manufacturer narrative:
The device was not rec'd for eval at the time of this report. This event is reported as a potential device malfunction. The follow up report will be sent following the eval of the sample device and investigation results.